Event description:
It was reported by service report that during a routine pull test the brakes failed at twenty two pounds. It is unknown if there was patient involvement or adverse consequence to report.

Manufacturer narrative:
Result: brakes failed at twenty two pounds routine pull test.